Event description:
Medtronic received a report that the hydrophilic coating of the rebar seemed to be missing or seems to be not sufficient. It was not possible to put forward this catheter. It was reported that difficult navigation occurred. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the patient was in good condition and did not experience any symptoms as a result of the event. The cause of the difficult navigation was said to be due to apparently missing hydrophilic coating. It was stated that the issue occurred with 15 catheters. It was noted that this was a general statement about the product.

Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ drawing(s) referenced: mp1977 rev. Z ¿ as found condition: the rebar catheters were returned for analysis within a shipping box, sealed outer cartons (0228127176), sealed inner pouches (0228127176), and their dispenser coils. These catheters were returned within sealed packaging, indicating they were unused products. ¿ damage location details: (pli-10) upon visual inspection, no potential defects were observed at a distance of 12¿-18¿ with the unaided eye. A blue dye test was employed to evaluate the coating coverage. The coating issues observed include delamination or peeling at approximately 100.6 cm, non-uniformity at approximately 92.2 cm, 92.0 cm, 52.2 cm, and 36.7 cm, an unidentified anomaly at approximately 61.3 cm, and particulate contamination at approximately 22.2 cm, 2.4 cm, 2.0 cm, and 0.5 cm from the catheter distal tip. (Pli-20) upon visual inspection, no potential defects were observed at a distance of 12¿-18¿ with the unaided eye. A blue dye test was employed to evaluate the coating coverage. The coating issues observed include discoloration and particulate contamination at approximately 98.9 cm, additional particulate contamination at approximately 88.1 cm, 65.1 cm, 63.2 cm, and 33.9 cm, scratches at approximately 48.4 cm, and an unidentified coating anomaly at approximately 7.5 cm from the catheter distal tip. (Pli-30) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include non-uniformity at approximately 99.6 cm, 93.4 cm, 81.6 cm, and 61.2 cm, particulate contamination at approximately 96.5 cm, 49.5 cm, 32.0 cm, and 6.5 cm, and patchy or missing coating at approximately 69.2 cm from the catheter distal tip. (Pli-40) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include particulate contamination at approximately 89.4 cm and 85.4 cm, as well as coating non-uniformity at approximately 42.0 cm from the catheter distal tip. (Pli-50) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include particulate contamination at approximately 89.2 cm and 82.1 cm, coating non-uniformity at approximately 86.5 cm, 78.4 cm, 65.5 cm, 53.7 cm, 47.5 cm, and 16.0 cm, patchy or missing coating at approximately 85.6 cm, and an unidentified coating anomaly at approximately 0.8 cm from the catheter distal tip. (Pli-60) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include particulate contamination at approximately 51.0 cm, 45.2 cm, 15.7 cm, and 6.7 cm from the catheter distal tip. In addition, coating non-uniformity at approximately 15.7 cm from the catheter distal tip and at the distal tip. (Pli-70) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include particulate contamination at approximately 28.2 cm, 6.0 cm from the catheter distal tip, and at the distal tip, as well as patchy or missing coating at approximately 4.2 cm from the catheter distal tip. (Pli-80) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include particulate contamination at approximately 99.8 cm, coating non-uniformity at approximately 54.5 cm, and patchy or missing coating at approximately 1.2 cm from the catheter distal tip. (Pli-90) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include patchy or missing coating at 100.9 cm, discoloration at approximately 94.0 cm, 53.2 cm, 13.0 cm, and 10.0 cm, coating non-uniformity at approximately 90.4 cm, and scratches at approximately 80.0 cm from the catheter distal tip. (Pli-100) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include particulate contamination at approximately 101.0 cm, 59.8 cm, and 47.0 cm, as well as coating non-uniformity at approximately 88.4 cm, 79.4 cm, 17.9 cm, and 14.8 cm from the catheter distal tip. (Pli-110) a blue dye test was employed to evaluate the coating coverage. The coating issues observed include an unidentified coating anomaly at approximately 91.2 cm, particulate contamination at approximately 68.2 cm and 22.5 cm, and discoloration at approximately 12.5 cm from the catheter distal tip. ¿ testing/analysis: (pli-10) the distal coating length was measured to be ~100.9cm, which is within specification. (Pli-20) the distal coating length was measured to be ~101.5cm, which is within specification. (Pli-30) the distal coating length was measured to be ~101.1cm, which is within specification. (Pli-40) the distal coating length was measured to be ~101.1cm, which is within specification. (Pli-50) the distal coating length was measured to be ~101.6cm, which is within specification. (Pli-60) the distal coating length was measured to be ~102.2cm, which is within specification. (Pli-70) the distal coating length was measured to be ~102.0cm, which is within specification. (Pli-80) the distal coating length was measured to be ~101.9cm, which is within specification. (Pli-90) the distal coating length was measured to be ~101.5cm, which is within specification. (Pli-100) the distal coating length was measured to be ~101.6cm, which is within specification. (Pli-110) the distal coating length was measured to be ~101.6cm, which is within specification. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿uneven/inadequate coating¿ report could not be confirmed as the hydrophilic coating was found to be present within the specified distal coating length. During the analysis, coating defects/anomalies were observed, such as peeling/delamination, non-uniformity, patchy/missing coating, and scratches. This indicates a potential issue with coating coverage, and it is recommended that further investigation is required to determine the extent and impact of this issue. Regarding the observed particulate contamination, it is likely that contamination can occur during the handling and testing of the returned product in a non-sterile environment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.